Event description:
The customer reported the cap piercer leaking on top of patient sample tube caps on a unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the leak was an obstruction of rubber sample tube caps in the connection fitting between cap piercer drain tube line #180 and 118. The fse replaced the connection fitting to resolve the issue, no further leaking was observed. (B)(4).